Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer stated that the reservoir does not lock in. The customer reported a cracking around the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.